Manufacturer narrative:
On 11may2021, the customer reported inoculated blood culture bottle burkholderia cepacia using bact/alert® pf plus (bta) culture bottles lot number 0004055928 (expiry 11jun2021). The burkholderia cepacia contamination was observed in one hospital. The customer stated that seven bottles of this lot number grew burkholderia cepacia from six pediatric patients located on the same ward in pediatrics. The data evaluated by global customer service determined the time to detection occurred from 10.1 hours to 34.9 hours of incubation. This time to detection is consistent with the organism entering the bottle at the time of the blood sample inoculation. There was no indication or report from the laboratory that the contamination result led to any adverse event related to any patient¿s state of health. The customer did not report finding any bottles that looked to be contaminated before use. The customer identified the contaminant in the bact/alert pf plus lot 0004055928 as burkholderia cepacia. The information for use (IFU) for the bact/alert reagent states that customer should perform confirmatory tests on all positive bottles. This organism is known to be present in water and it is known to be resistant to disinfectant and may be present in disinfectants (i.e. Hand sanitizers, per published literature). The patients did not present health conditions that would have been associated with burkholderia cepacia. The customer stated that the source of the contamination was within their laboratory; however, and internal investigation by the customer did not uncover the source. There was no evidence of specific patient harm, no incorrect result reported, and no inappropriate treatment prescribed to patients. Investigation. Based on the evaluation of data and limited information provided by the customer, there is one most probable root cause for contamination of bottles bact/alert pf plus lot 0004055928 with burkholderia cepacia is an environmental contaminant on a device/product used by the customer or on the bottle stopper/venipuncture site that was not adequately cleaned. The impacted bottles were subcultured and the organism was identified as burkholderia cepacia. Multiple processes are in place within biomérieux manufacturing to reduce the possibility for the release of nonsterile bottles. Each lot is qc tested and the sensor in each bottle is 100% inspected by a validated automated vision system during packaging. Quality assurance reviews and releases reagent bottle lots for distribution to the field. This organism is known to be heat resistant. By the time the customer receives their bottle shipment, the bottles are usually older than one to two month. The IFU states to examine bottles for signs of contamination before use / look at the sensor color. A manufacturing contaminant would have grown in the nutritious broth, making the broth turbid and the sensor yellow; thus easily detectable before use. Three hundred retain sample bottles for this lot were examined, and no evidence of contamination was present. There were no other related complaints associated with bact/alert® pf plus culture bottles (p/n 410853) for inoculated bottle contamination. A historical review of last year¿s data found no other similar complaints for contamination in bact/alert® pf plus culture bottles (p/n 410853) against lot number 0004055928. There are no non-conformities nor capas that can be linked with this customer¿s issue. Great care must be taken to prevent contamination of the patient sample during venipuncture and during inoculation into the culture bottle since contamination could lead to a specimen being determined positive when a clinically relevant isolate is not actually present. It is important to disinfect the bottle top using one disinfectant wipe per bottle and to follow the disinfectant manufacturer directions for drying time. A review of the bact/alert® pf plus (part number 410853) instructions for use (document 056200-01- en ¿ 2020-07) shows that it provided adequate guidance to the user to avoid skin / bottle top contamination of the bottle during inoculation. The investigator's research found literature indicating burkholderia cepacia, has a propensity to spread from patient to patient (contact, aerosols). The organism can also remain viable in water for several months. Since the bottle¿s broth is nutritious, it is possible that organisms from sources other than the patient¿s sample can be detected if the user is not careful in the inoculation of the bottles. This organism, burkholderia cepacia is related to anything that has water as a component, for example: cough medicine, ultrasound gels, disinfectants, vitamins, drug and dietary supplements that include docusate sodium has been the source of burkholderia cepacia contaminations has been determined to be the source linked to patient infections previously according to literature search/FDA website. Animals and humans are not considered to be a natural habitat for burkholderia cepacia complex (bcc) as knowledge currently stands. Also, this organism is known to be resistant to disinfectant and may be present in disinfectants such as hand sanitiers. It is possible that there was contamination from a pharmaceutical product that is locally supplied/purchased in france, as no other country has reported inoculated bottle contamination of b. Cepacia. There have been recent findings and updated information discussing recalls from the national agency for the safety of medicines and health products (ansm) and the u.s. Food and drug administration (FDA) where the source of b. Cepacia contamination has been determined to be from contaminated pharmaceutical products manufactured by laboratoires anios, eco-med pharmaceutical and durisan non-alcohol antimicrobial hand sanitizer products. On 21nov2019, the ansm was informed by laboratories anios of the presence of bacteria. According to ansm, indicated that ¿surfa¿safe premium disinfectant products in their various forms, along with opaster anios, must not be used and have been recalled by the manufacturer¿. This voluntary recall by the manufacturer was prompted by the discovery of the presence of bacteria identified as burkholderia cepacia in several batches of spray surfa¿ safe premium (disinfection of surfaces and non-invasive medical devices) and pseudomonas oryzihabitans in batches of opaster anios (disinfection of endoscopes). The water production system used in the manufacture of these products is thought to have been the source of the contamination. Further, on 18aug2021, the FDA informed health care providers and facilities to immediately stop using and discard all ultrasound gels and lotions manufactured by eco-med pharmaceutical, inc. Due to risk of bacterial contamination with bcc. As of 31aug2021, there have been at least 66 infections, including 60 bloodstream infections associated with these affected products, per the centers for disease control and prevention (cdc). The FDA updated the list of eco-med ultrasound gel products and lotions and issued a recall classification notice on 10sep2021. Due to the high level of risk posed by the contaminated product, the FDA is classifying the recall as class I. Conclusion. The bottle and instrument performed as designed, by flagging positive indicating growth of an organism recovered on subculture. Data review concluded that the bottles did not malfunction and the lot is performing as intended to recover organisms from the patient's blood.

Event description:
Intended use: bact/alert® pf plus culture bottles are used with bact/alert® microbial detection systems in qualitative procedures for recovery and detection of aerobic and facultative anaerobic microorganisms (bacteria and yeast) from blood. Description of the problem a customer in (B)(6) notified biomérieux of obtaining positive detection for bukholderia cepacia with bact/alert pf plus (plastic) (ref 410853, batch number 0004055928, expiration date 11-jun-2021) regarding pediatric patients. The customer complains of contamination with burkholderia cepacia for six pediatric patients. Since (B)(6), six children have been detected positive for bukholderia cepacia. The context of this detection was systematically of no clinical relevance (no cystic fibrosis, no immunosuppression, good clinical course) but led to a call back to each family to see the child again in the emergency room; only one family complied. For all children, the answer was local contamination. No treatment was given following these results. To date, the imputability of the batch of blood culture bottles has not been established. The batch is currently in quarantine at the customer site and another batch is in use. The gram and the culture were very suggestive of a burkholderia cepacia (identified by brucker). Burkholderia cepacia is known to cause nosocomial (hospital acquired) infections and can be a common water contaminant found in soil and water sources. The customer reported a clinical false positive in association with bact/alert® microbial detection systems. An investigation will be initiated.